Event description:
It was reported that bd nexiva¿ closed IV catheter system 20 ga 1.00 in had a difficult to use safety mechanism. The following information was provided by the initial reporter: "material no: 383556 batch no: 0014645. It was reported that the needle came out when attempting to break seal between white & gray piece. White safety piece did not engage. Event description per email states: I wanted everyone to be aware, I received another si from last night in the ed where a bd nexiva 20ga IV catheter malfunctioned. Below is the report from the si. This is the same lot # as our previous psrt. 20 ga 1 in nexiva (lot # 0014645, ref 383556) needle came out when attempting to break seal between white & gray piece. White safety piece did not engage. From our psrt we decided to monitor for further incidents and decide what further action needed to be taken."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-14 h6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation.  Bd received nineteen unopened shipper boxes (1,520 units in total) from the distributor (owens & minor) to be investigated under pr¿s 2090830, 2105563, 2120568, 2135578, and 2137283. Two opened units and six photos were also received. Since the nineteen boxes of units were unused, seventy-six units were randomly selected for testing per bd policy. The units were visually inspected for any signs of damage to the tip shield, v-clip, and adapter prior to decouple. No visual defects were observed in the seventy-six units and no units were found to have prematurely decoupled. The units were then retracted to check for failure to decouple. One unit failed to decouple. No units were found to have an exposed needle. During the microscopic examination of the failed unit, it was observed that deformed plastic from the tip shield was preventing the v-clip from moving to the open position. This in turn prevented the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. An additional seven units were also found to have damage to the tip shield. However, the plastic did not interfere with decoupling.   Upon initial inspection of the two opened units, it was identified that one unit was completely retracted but had not decoupled from the winged adapter and the other unit could be pulled straight off the winged adapter without performing retraction. Further inspection of the opened unit that had not decoupled revealed that the same damage to the tip shield that was found in the unopened unit was also preventing this unit from decoupling. The second opened unit was further inspected and found to have damage which prevented the tip shield from latching onto the base. This damage likely occurred during manufacturing. The provided photos were inspected and determined to display the same defects observed in the two opened units that were received.   The failures of failure to decouple and premature decoupling were confirmed through the investigation. Bd was able to identify the root causes as most likely originating during manufacturing. A device history record review was performed for this batch. As the root cause was determined to be manufacturing related. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system 20 ga 1.00 in had a difficult to use safety mechanism. The following information was provided by the initial reporter: "material no: 383556, batch no: 0014645. It was reported that the needle came out when attempting to break seal between white & gray piece. White safety piece did not engage. Event description per email states: I wanted everyone to be aware, I received another si from last night in the ed where a bd nexiva 20ga IV catheter malfunctioned. Below is the report from the si. This is the same lot # as our previous psrt. 20 ga 1 in nexiva (lot # 0014645, ref (B)(4)) needle came out when attempting to break seal between white & gray piece. White safety piece did not engage. From our psrt we decided to monitor for further incidents and decide what further action needed to be taken."